Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the r3 liner, r3 shell, hemi head, modular sleeve and 30mm screw were removed. The synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. A large pseudotumor, complete erosion of the external rotators and portions of the gluteus minimus and medius and a large amount of hyperplasia around the capsule was found intraoperatively. Pathology report indicated: histiocytic inflammation consistent with implanted metal hardware and necrotic fibrous tissue. The reported pain and the intraoperative findings of a pseudotumor and necrosis and erosion are consistent with findings associated with metallosis; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
Pseudotumour, 300ml of fluid collection, erosion of external rotators reported. Femoral stem remains implanted.

Event description:
It was reported that revision surgery was performed.